Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient's mets proximal femur has been revised due to infection.